Event description:
It was reported that the insulin pump alarmed 6 times while customer was sleeping. Customer's mother stated they checked the blood glucose value every time and it was fine so they turned off the sensor feature. Customer's mother was unable to further troubleshoot. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.